Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the r eported event. Image review: submitted image appears to display instrument disassembly. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during surgery, the physician accessed the t4 vertebral body for the purpose of ablation of metastic leasions and vertebroplasty. The physician accessed the pedicle with the 13 gauge ground matched bevel needle, and entered the vertebral body. When the physician attempted to reposition the needle and cannula, the purple hub on the cannula separated from the metal. The stylette and purple hub pulled away from the metallic part of the cannula, leaving the cannula lodged in the patient with no fulcrum for removal. The physician attempted to use needle drivers, and surgical pliers to remove the cannula with no success. He attempted to create a larger channel by sliding a spinal needle down the lateral shaft of the cannula so that it could be removed, but the cannula remained lodged. Finally, he took a 10 guage kyphoplasty cannula and slid it over the 13 gauge cannula to create a larger hole for removal. This approach worked to remove the lodged cannula, but resulted in significant anterior migration of the 13 guage cannula. No patient complications were reported as a result of the event.

Manufacturer narrative:
Product analysis: as per the reported event, the purple handle had pulled away from the 13gauge cannula. The product was returned with the shaft of the 13 gauge still inside the larger 10 gague cannula. Per print (B)(4) the handle of the cannula is over molded to the shaft. If the shaft of the cannula becomes stuck it is possible to overload and separates the two components. Since the cannula was not able to be removed with pliers it would appear that the needle was embedded with some force. If information is provided in the future, a supplemental report will be issued.